Manufacturer narrative:
(B)(4). Without a lot number, the device history record review and the investigation could not be completed. Device is an instrument and is not implanted/explanted. Date returned to manufacturer subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It is reported patient was implanted with competitor's total hip implant on unknown date. Patient suffered a right periprosthetic femur fracture starting at the greater torch and extending distally in a spiral fashion past the base of the stem. Patient was returned to surgery on (B)(6) 2016 for implant of a proximal femoral hook plate and cables to bridge the stem and fix the fracture. During the procedure, the cerclage passer would not align to allow the cable to pass through. It was also reported that the handle of a screwdriver broke while tightening a screw. No fragments were generated. Backup devices were readily available and were used to complete the procedure with no delay and no harm to patient. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
A product investigation was completed: the returned instruments were examined and the complaint condition was able to be confirmed as the handle on the 4.0mm cannulated screwdriver (314.05 lot unknown) was found to be broken. The returned instrument was examined and the complaint condition was confirmed as the instruments handle was found to be broken with only the proximal third intact; additional handle pieces were not returned. As the lot number is unknown a date of manufacture was not determinable the current drawings for the returned instrument were reviewed: top-level and handle. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. No device history review was able to be completed as the lot number is unknown. No definitive root cause was able to be determined. The returned condition is consistent extensive wear and repeated sterilization of the device over an extended lifetime. The handle of the driver is phenolic le grade, and is susceptible to becoming brittle after being subjected to years of thermal cycling which routinely occurs during sterilization cycles. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.